Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/04/2019. Device returned to manufacturer: yes. Device evaluation: the sample was received inside a resealable ziploc bag with a styrofoam medical wrapping. The resealable bag was placed inside of a biohazard resealable bag. Visual inspection with an unaided eye revealed the lens to be in two pieces, possibly due to explant. Further evaluation was not possible. The complaint issue cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date of event not provided, best estimate is between 12/26/2018 - 3/6/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxr00 +21 diopter) was explanted in secondary procedure from patient¿s right eye because patient was experiencing specific visual issues, reported as hyperopticness. Reportedly, a model zxr00 +22.5 diopter was used as the replacement lens. There was no patient injury, no other surgical or medical intervention, and no incision enlargement was required. Patient outcome is noted as doing well. No further information provided.